Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. About 3 years and 2 months after essure insertion, she had it removed. She had her coils break, dr left fragments of essure behind in her uterus when he removed the device causing heavy bleeding and pain. She was getting ready for her 2nd surgery, a hysterectomy. These events are serious due to medical importance and listed according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure removal which caused heavy bleeding and pain, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 23-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1646). She stated that she had and continued to have heavy irregular periods, joint pain, severe depression and anxiety disorders, post-traumatic stress disorder, memory loss, brain fog and debilitating cramping. She slept all the time and randomly passed out. She had black outs and dizziness. She stated that fallopian tubes were removed because of the essure and is waiting to be approved for a hysterectomy to remove the fragments left behind in her uterus. She had the surgery in (B)(6) of 2015 and was still dealing with these issues. There were months she had a period for over 2 months causing anemia. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. About 3 years and 2 months after essure insertion, she had it removed. She had her coils break, dr left fragments of essure behind in her uterus when he removed the device causing heavy bleeding and pain / debilitating cramping. She was getting ready for her 2nd surgery, a hysterectomy. It was also reported that she had black outs. These events are serious due to medical importance and listed, except for black outs, according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure removal which caused heavy bleeding and pain / debilitating cramping, a causal relationship between these events and suspect insert cannot be excluded. With regards to the event black outs, it is unlikely that essure would cause this event due to the localized action of essure in the fallopian tubes, thus causal relationship can be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0636, awareness date 19-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. On (B)(6) 2015 essure was removed. The doctor left fragments of essure behind in her uterus when he removed the device. She had her coils break causing heavy bleeding and pain. She was getting ready for her 2nd surgery, a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. About 3 years and 2 months after essure insertion, she had it removed. She had her coils break, dr left fragments of essure behind in her uterus when he removed the device causing heavy bleeding and pain. She was getting ready for her 2nd surgery, a hysterectomy. These events are serious due to medical importance and listed according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure removal which caused heavy bleeding and pain, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.